Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a device with an 8f sheath after a percutaneous coronary intervention. Reportedly, when the rail suture was pulled during device removal, the suture came out of the anatomy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account.